Event description:
It was indicated that on an unk date, the pt was implanted with a spectra penile prosthesis device. The device was removed from the pt. The reason for removal and add'l info was requested, but not provided.

Manufacturer narrative:
Should add'l info become available regarding this surgery, it will be re-evaluated and a f/u report will be sent.